Event description:
International customer reported that the suture broke two days following a c-section. The pt was returned to surgery for repair.

Manufacturer narrative:
Date sent to FDA: 12/05/2007. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.